Manufacturer narrative:
(B)(6). (B)(4). The event is currently under investigation.

Event description:
It was reported a ngage stone extractor basket snapped during use and a small part needed to be retrieved from the patient anatomy. Reportedly the piece was retrieved and a section of the device did not remain inside the patient's body. At the time of this report no other information is available.

Manufacturer narrative:
This report is being submitted retrospectively per FDA request. All information for this event was previously submitted from 28sep2016- 14feb2017.

Manufacturer narrative:
F.10) patient code: device fragments in patient is not labeled. Device code: material fragmentation is not labeled. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Investigation - evaluation : a review of the drawings, manufacturing instructions, quality control was conducted during the investigation. The complaint device was not returned and the lot number was not provided. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. H3 other text : f.10) patient code: device fragments in patient is not labeled. Device code: material fragmentation is not labeled. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Investigation - evaluation : a review of the drawings, manufacturing instructions, quality control was conducted during the investigation. The complaint device was not returned and the lot number was not provided. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints.